Event description:
It was reported while using bd vacutainer® sst¿ that an unspecified number of tubes exhibited closure separation. This resulted in damage to the sampling probe of the beckman coulter analyzer. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary - bd received two (2) photos for investigation. After analysis, it was noted that the stopper remained within the tube as the hemogard shield was not visible. A total of 29 retained samples were sent for functional tests, and none of these samples failed the tests. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ that an unspecified number of tubes exhibited closure separation. This resulted in damage to the sampling probe of the beckman coulter analyzer. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4: PMA/510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.